Event description:
It was reported by the nurse that on (B)(6) 2025, a large volume pump module was infusing methotrexate and that it did not complete the infusion within the expected time frame. The nurse had to increase the rate to complete the infusion. They were unsure if it was an issue with the pump or if the bag was overfilled. The infusion finished at 12:40pm. There was patient involvement but no harm. The third-party servicer completed an their investigation and concluded that, "the unit was found to be within manufacturer¿s specifications for all parameters."

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion of methotrexate was confirmed through a review of the device logs and was determined to be due to a use error. The facility reported that the infusion was programmed to last 12 hours at a rate of 22.7 ml/hr, but the recorded vtbi was 220 ml, sufficient for only 9 hours and 36 minutes. There were several interruptions (changes in vtbi, rates, and delay times) for 4 hours and 42 minutes until the unit was turned off around the time reported by the facility, 12:40 pm. ¿ an external and internal inspection could not be performed. There were no suspect devices/products returned for this investigation. ¿ a review of the system logs could not be performed. There were no suspect devices returned for this investigation. ¿ laboratory testing could not be performed; there were no suspect devices returned for this investigation. ¿ on (B)(6) 2025, the pump module s/n (B)(6) was connected to the pcu and assigned to channel c. ¿ at 10:20 pm, an infusion was started with drug ID (B)(4) (possibly methotrexate) at a rate of 22.7301 ml/hr and a vtbi of 250ml. At 10:23 pm, the vtbi was changed to 220ml. ¿ on (B)(6) the infusion was paused at 2:02 am and restarted shortly after. At 6:12 am, a 20-minute delay was programmed but canceled at 6:15 am. The infusion completed at 8:07 am with a pvi of 41.47 ml, and kvo started at 20 ml/hr. ¿ throughout the day, several changes were made to the vtbi and infusion rate, including a change to 60 ml/hr at 12:17 pm with a vtbi of 32ml. The infusion ended at 12:49 pm with a pvi of 60.464 ml, and kvo started at 20 ml/hr. The silence select key was pressed, and the volume infused was cleared. Then the channel off key was pressed, leaving a pvi of 0.035 ml and svi of 0ml. ¿ the total volume infused was 1173.69ml (calculated value). ¿ per the bd alaris system user manual v12.3, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. ¿ it was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ there was patient involvement. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of an under infusion of methotrexate is attributed to be due to a use error. It was reported that the infusion was programmed to last 12 hours at a rate of 22.7 ml/hr, but the recorded vtbi was 220 ml, sufficient for only 9 hours and 36 minutes. There were several interruptions (changes in vtbi, rates, and delay times) for 4 hours and 42 minutes until the unit was turned off around the time reported by the facility at 12:40 pm. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.